Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported a 8015 experienced error code 255-32784-275 during connection to system maintenance. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 255-32784-275. Technical support- explained problematic fault that would create the error code. Error code seen when connected to asm on s/w 9.33.1 device. Probably cause: 24v power switching power supply. Informed customer to verify device is plugged into ac outlet. Asked customer to plug straight into a wall outlet. Customer was then able to re-connect device with system maintenance and not receive the error message. Customer will call back if any further concerns need to be addressed. End call. A review of the device history record showed the device had a manufacture date of 02/20/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support- explained problematic fault that would create the error code. Error code seen when connected to asm on s/w 9.33.1 device. Probably cause: 24v power switching power supply. Informed customer to verify device is plugged into ac outlet. Asked customer to plug straight into a wall outlet. Customer was then able to re-connect device with system maintenance and not receive the error message. Customer will call back if any further concerns need to be addressed. End call. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported a 8015 experienced error code 255-32784-275 during connection to system maintenance. There was no patient involvement.